Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified pulmonary artery. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced fr dilatation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.